Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 43 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.